Manufacturer narrative:
(B)(4). Conclusion: the device was not available for analysis. Review of DHR for lot 17366792 concluded there were no issues noted that were considered potentially related to the reported complaint. The prepping difficulty with air in the hub could not be confirmed without product return for analysis. The root cause of the event could not be determined; however procedural/handling factors may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization, an air bubble was noted in the hub of an orbit galaxy hub ((B)(4)). During device prep, the physician firstly removed the air from the syringe and pressurized it to the blue zone and kept it for 30 seconds, then purged it to the orange zone as per instruction. But when the physician checked the hub of the reported galaxy, he found a small air bubble inside. Therefore, the coil was replaced with another galaxy (lot unknown) and the procedure was successfully completed using the same microcatheter ((B)(4)) without further issues or delay. The hub did not appear to leak and did not appear cracked. There were no patient injury/complications. The same syringe was used to complete the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to or after the event. There was no unintended detachment of the coils observed in the vessels or in the microcatheter. The product was discarded by the customer. No further information was available.